Manufacturer narrative:
The reported event of helix mechanism issues was confirmed while under-sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found overtorqued of the inner coil consistent with procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of helix mechanism issues was isolated to overtorque of the inner coil in the connector region and the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
During implant procedure, r-wave amp variation resulting in under-sensing occurred were noted with the right ventricle (rv) lead. After reposition attempts, helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.